Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: angio-seal was inserted into patient but it would not deploy; the physician removed the device without a problem and held pressure; procedure was completed; and the patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation results. One 6f angio-seal vip device was returned for evaluation. One carrier tube assembly and one hemostasis sheath was returned mated with each other. The anchor and some collagen soaked in blood like substance exited the carrier tube. The deployment sleeve was in rear lock position and slightly canted. The hemostasis sheath appeared cut with a blade and portion of carrier tube was exposed. In one location, the blade cut had exposed green tamper tube as well. The anchor was pulled out to reveal rest of the collagen and the tamper tube. The collagen was wetted with water and tamper tube was advanced over it; the suture knotted as intended. The outside diameter of the green tamper tube was measured to be 0.059" and its length was 3.52". The distance between distal end of black heat shrink and distal end of the clear marker was 1.70". The inner diameter of the carrier tube was measured to be 0.065". All dimensions were conforming per the revisions of the relevant drawings at the time of manufacturing per the DHR. Based on the historical complaint data, available information and condition of the returned device, it is likely that the carrier tube was not mated in a fully locked position before pulling to rear lock position leading to non-deployment of the anchor. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.